Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced a cardiac arrest while connected to a homechoice claria device. It was reported the patient ¿left the device¿ and ¿with the help of the emergency department (ed) the patient¿s heart beat returned¿. The patient was taken to the ed. Treatment for the event was not reported. It was reported the patient passed away in the ed. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. Therapy was ongoing prior to death. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The device underwent electrical checks, functional testing, and pneumatic testing and the device was determined to meet functional and electrical performance specification requirements. A short-simulated therapy was successfully performed. The event history log review identified a check lines and bags alarm which would not cause or contribute to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the homechoice claria device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.